Event description:
Revision surgery revealed polyethylene wear of the tibial insert and breakage of the baseplate.

Manufacturer narrative:
Eval results indicate the event is not device related but rather is associated with malignment and insufficient cortical support.